Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed that an error was displayed. Analysis also noted that the output connector assembly was broken, hanger assembly was broken, upper/lower cases were broken, display wires were pinched with wire exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.